Event description:
I currently have a dreamstation 2 auto CPAP advanced sn (B)(6) and have noticed on several occasions lately that when I start up the machine and put on the mask I have noticed the smell of something burning. Is this cause for concern. Have not used the machine since I noticed the odor.